Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that 2 boxes were received with damaged devices inside. It was further reported that the plastic packaging of the stapler was damaged and sterility was compromised.

Event description:
It was reported that 2 boxes were received with damaged devices inside. It was further reported that the plastic packaging of the stapler was damaged and sterility was compromised.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged at the corner of the tray next to the cover block and opposite the lidstock. The packaging was also observed to be cracked at the opposite corner of the lidstock. The sterile barrier of the returned sample is compromised due to the packaging damage. Packaging engineering was contacted as part of this complaint investigation. A nonconformance was opened by the manufacturing site to further investigate this issue. The returned sample was manufactured prior to the containment actions and corrections implemented by the manufacturing site as part of nonconformance. The reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. This is an issue related to the packaging process of this device. Several containment actions and corrections were established for this issue were established as part of a nonconformance. The returned sample was manufactured prior to these corrective actions. Teleflex will continue to monitor and trend on complaints of this nature.